Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the customer had a bravo capsule which failed to attach to the patient's esophagus. There was no harm to the patient; a repeat bravo procedure needed to be performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure, an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for over 5 years. Lubricant was not used to facilitate capsule placement. No other known adverse events were reported.